Manufacturer narrative:
During testing, the device alarmed for service alarm code 11/004 (less than 2.0 volts on lithium battery). The device has been identified a part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. The device was returned to the biomedical dept from the labor and delivery dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. Though requested, no add'l info was provided.